Manufacturer narrative:
A product analysis cannot be performed as samples were not returned to the manufacturing site. The device history record (DHR) for lot 713843x was reviewed. During the manufacturing of the syringe assemblies, (B)(6) syringes were visually inspected and (B)(6) syringes were physically tested with 0 defects recorded relating to this customer report. The device history record for the lot control indicates that product and specification requirements were met with no non-conforming product identified relating to this customer report. If samples are returned the site can re-open the investigation and perform an analysis on the returned samples. Without samples the root cause cannot be identified. Potential contributing factors can include but are not limited to: pack/cool time during manufacturing were set outside of operating window incorrect material used during manufacturing plastiating was set outside of operating window damaged components jam or alignment, note of these were noted in the DHR review. Without samples the site is not able to perform an analysis on the reported condition therefor no formal investigation actions are being taken at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 9/5/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states that the lower tip is melting and cannot use any fluid.